Event description:
It was reported that this patient received several inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system across multiple episodes while programmed in both primary and secondary. It was noted that, during re-optimization in clinic, it was discovered that this system had been programmed to secondary vector without the clinic knowing. Technical services (ts) analyzed device episode data and found an episode with noise and oversensing. Ts provided troubleshooting including x-rays and electrode evaluation. This s-ICD system was explanted and replaced with a new transvenous ICD. Upon explant, it was noted that there was a possible fracture in this electrode. No additional adverse patient effects were reported. This product will not be returned to boston scientific for investigation.